Event description:
Related manufacturer report number: 1627487-2022-02958. It was reported that the bottom of the patient's lead anchors were exposed. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.